Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6). UDI#: (B)(4). H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced and the system functioned as intended. Codes b01, c08, and d02 are applicable to this analysis. H3, h6: the camera was returned to the manufacturer for analysis. Through functional testing and visual/physical examinations, the camera was found to have scratches on the housing and lenses. Event logs showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The reported event was duplicated by medtronic personnel. An electrical failure mode was identified. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a "localizer faulted" message while connected to the camera cart, and the camera light was amber. Testing was conducted using the network device interface (ndi) toolbox for troubleshooting. There was no patient involved.